Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's initial report was confirmed, in addition to the foreign material finding. A root cause could not be identified for the foreign material finding. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.